Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device incorrectly diagnosed a ventricular tachycardia as a supraventricular tachycardia and withheld therapy. The rhythm spontaneously resolved after several minutes. Technical support recommended reprogramming and the patient was stable.